Manufacturer narrative:
It was declared that the device was not available. However it was received on 2nd of december 2019. Visual inspection performed on december 4th 2019 by r&d shoulder manager: the visual inspection performed confirmed that the flexible wire is broken at the conjunction with the main body of the instrument. No sign of damage or deformation is visible on the collar of the main body, where the flexible wire is attached to. The breakage may have been caused by excessive force applied on the wire during the glenosphere insertion.

Manufacturer narrative:
Batch review performed on 06 may 2019: lot 1858331: (B)(4) items manufactured and released on 28-jan-2019. No anomalies found related to the problem. To date, three other similar events have been reported on this lot (complaint (B)(4)).

Event description:
During the surgery the glenosphere nitinol guide broke at wire-instrument metal shaft connection level. The surgery was completed successfully and without delay using the standard guide.